Manufacturer narrative:
The reported cable device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite multiple followup attempts, no further information is available regarding any handpieces attached to the cord or how long the cord was in service. As preventive measures, the cable instructions state, ¿do not use the hf cable after one year of use.¿ ¿visually inspect the cable and the plugs for irregularities on the surface.¿ and ¿do not use a cable with brittle or defective insulation. Replace the cable.¿ the instructions also warn, ¿use only compatible equipment¿ listed in the instructions, and ¿the maximum output voltage of the hf unit must not exceed the lowest maximum rated voltage of any of the hf components used during the procedure.¿ a review of the device DHR also showed no related manufacturing anomalies at the time of product release.

Event description:
2 of 2. Olympus was informed that during a turp procedure, the cord device sparked and burned through the end that plugs into the generator. There was no reported patient or clinician injury, and the procedure was completed with another cord device. The generator was a valleylab brand generator.